Event description:
A noise was heard from the i60 while closing into firing range. During the firing, the noise was heard again. The staple line was incomplete with partial and unformed staples at the distal end. It was also noted that the device failed to cut.

Manufacturer narrative:
The staple housing broke near the clamp screw slot, resulting in a clamp force less than twenty lbs. In this condition the device will produce unformed staples, malformed staples, and incomplete or no tissue transection.